Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet device¿s sleep/wake button became progressively unresponsive, requiring prolonged attempts to wake the screen and affecting usability, which led to a replacement. Symptoms included difficulty interacting with the device due to an unresponsive control. Outcomes included interruption of normal device operation without clinical harm or alarms. Investigation included customer service troubleshooting and education, review of device function through user reports, and collection of information for product evaluation. Investigation of this device was confirmed and revealed a malfunction of the external control component consistent with a sleep/wake button failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.